Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump time and date were incorrect. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Additionally, it was reported that the pump shut off unexpectedly. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.